Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Linked events: 2029214-2017-00571 2029214-2017-00572.

Event description:
Citation: ¿percutaneous transvenous packing of cavernous sinus with onyx for cavernous dural arteriovenous fistula¿ lv x1, jiang c, li y, wu z. Eur j radiol. 2009 aug;71(2):356-62. Doi: 10.1016/j.ejrad.2008.04.016. Epub 2008 jun 2. Medtronic received the following report: during onyx injection, a reproducible bradycardia occurred in this patient during dmso injection. Atropine was given and resolved the event. The explanation of this phenomenon was trigemino-cardiac reflex (tcr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.